Event description:
It was reported that an 800cc ce med height tissue expander was found to have a stain prior to a procedure. On december 10, 2021, mentor received additional information indicating the stain may be foreign material. There was no patient contact with the device or patient consequences reported.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an 800cc ce med height tissue expander was found to have a stain prior to a procedure. On december 10, 2021, mentor received additional information indicating the stain may be foreign material. There was no patient contact with the device or patient consequences reported.

Manufacturer narrative:
The updated investigation of the returned device was completed by the failure analysis lab on february 23, 2022. The device evaluation summary previously submitted was updated to include the statement below: the mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on (B)(6) 2022 mentor became aware that it erroneously placed the incorrect code in h6 ( medical device problem code) of the initial report. The code has been updated to correctly represent the voice of the customer. The device was represented as discolored by the customer.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on february 15, 2022. Device evaluation summary: the product was returned to mentor for evaluation within its sealed package. Mentor conducted a visual inspection of the returned device and material evaluation. Visual analysis of the returned device determined that a yellow stain was found on the anterior view of the shell of the tissue expander, measuring approximately 0.01 cm^2 (1 mm^2). Additional investigation was performed to identify the chemical composition of the stain. The investigation concluded that it is presumably a saturated ketone compound, however, the source of origin of the foreign material remains unknown. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. Manufacturer¿s reference number: (B)(4).